Manufacturer narrative:
H10: lot number was provided for two devices and lot history reviews were performed. For the two reported events, the samples were not returned to the manufacturer for inspection/evaluation. The medical records included images were provided for both malfunctions. For both malfunctions, the investigation confirmed for filter tilt, perforation of the ivc and limb detachment. However, the investigation is inconclusive for filter migration. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: g4, h6 (device: 4001 - patient device interaction problem). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the events indicated that model md800f vena cava filter allegedly experienced detachment, perforation, migration and tilt. These reports were received from various sources. Both malfunctions involved patients with no reported patients injury. Two female patients ages were reported ranged from 34 to 65 years. The weight of one patient was 54 kgs. All other patient information was not provided.

Event description:
This report summarizes two malfunction events. A review of the events indicated that model md800f vena cava filter allegedly detachment, perforation, migration, and tilt. These reports were received from various sources. Of the two events, involved patients with unknown reported patients injury. Of the two events, one patients age was 65 years old. All other patient age and weight were not provided. One patients was female and the other patient gender was not provided.

Manufacturer narrative:
For the two reported events, the samples were not returned to the manufacturer for inspection/evaluation. The medical records for one event was not provided; therefore, the investigation is inconclusive for detachment, migration, perforation, and tilt as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The medical records for the second event were provided; as a result, the investigation identified filter tilt, perforation of the ivc and limb detachment. However, the investigation is inconclusive for filter migration. Based upon the available information, the definitive root cause is unknown. Device code 4001 - patient device interaction problem. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
For the two reported events, the samples were not returned to the manufacturer for inspection/evaluation. For the two reported events, one lot number for the device was not provided, manufacturing reviews could not be performed. The other event provided a lot number and a manufacturing review will be performed. Therefore, the investigation of the reported events are inconclusive. Based upon the available information, the definitive root cause for this events are unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
This report summarizes two malfunction events. A review of the events indicated that model md800f vena cava filter allegedly detachment, perforation, migration, and tilt. These reports were received from various sources. Of the two events, involved patients with unknown reported patients injury. Of the two events, one patients age was (B)(6). All other patient age and weight were not provided. One patients was female and the other patient gender was not provided.